Event description:
As reported, during a transabdominal preperitoneal procedure on 23-jul-2024, surgeon tried to fixate the 3dmax light mesh using capsure fixation device which was deployed up to the halfway point. It was reported that, while deploying the last fastener, the fastener was stretched, did not fixate, and it was removed from patient body. The procedure was completed using the same device. There was no patient injury.

Manufacturer narrative:
As reported, capsure straight fixation device coil was stretched during fixation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 795 units released for distribution in october 2023. Addendum: this supplemental MDR is submitted to document the result of sample evaluation. The evaluation of the device confirms the reported event of deformed fastener. A bent and deformed fastener received with the return. Based on the sample evaluation the deformed fastener reported is likely the result of forces applied while in use. No other deformed fasteners were found to deploy during functional testing. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, capsure straight fixation device coil was stretched during fixation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a transabdominal preperitoneal procedure on (B)(6) 2024, surgeon tried to fixate the 3dmax light mesh using capsure fixation device which was deployed up to the halfway point. It was reported that, while deploying the last fastener, the fastener was stretched, did not fixate, and it was removed from patient body. The procedure was completed using the same device. There was no patient injury.